Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Single intra-op fluoroscopy image reviewed. Image contained only contains the proximal femoral section and appeared to be post-revision. Image not submitted as submission would not enhance the investigation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk head and unk liner. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a hip revision due to unknown reasons following a fall and the stem had to be revised. The stem, head, and liner were revised and the femur cabled. Attempts have been made and no further information has been provided.